Event description:
Rptr urges the food and drug administration to determine whether irregularities exist in the production of medtronic minimed's quick-set infusion set for co's paradigm insulin pumps. The part number is: mmt-398 -43 inch tubing with 6 mm cannula-. Pt used this product without any substantial problems for almost two years. Then the co suddenly discontinued producing it earlier this year and replaced it with an "improved" product, the quick-set-plus infusion set. Rptr had some terrible experiences with that "improved" replacement product. Apparently many other people had similar experiences: the quick-set-plus infusion set was recently the subject of a class 1 recall. In the midst of rptr's terrible experiences with the quick-set-plus, rptr asked the co to continue making the original quick-set available until the problems with the replacement product were ironed out. Rptr was told that even if the co wanted to do that (which it did not), it would take several months to put the quick-set back into production. Nevertheless, as soon as the quick-set-plus was recalled, the quick-set product was once again made available to pts. Rptr is now having problems with the quick-set infusion set that they never had prior to its discontinuation and sudden reappearance on the market. The set consistently fails to deliver insulin. This has resulted in pt needing to constantly re-inject with new infusion sets, and has caused blood sugar readings to soar to disturbing levels. A medtronic minimed rep told rptr that the newly available quick-set product -the one that is the subject of this complaint- is identical in specifications and manufacturing to the original quick-set that rptr used successfully for two years. The rep told rptr that problems with the newly available quick-set must be user-related. Rptr is sure the rep was telling them the truth as rep understands it. However, rptr notes that the product is manufactured not by medtronic minimed itself, but by a vendor co. Perhaps the vendor has changed. Or perhaps a subcontractor is supplying altered or sub-standard products to the vendor without medtronic inimed's knowledge. Or perhaps back inventory that meets minimal standards of adequacy but that was previously quarantined for minor problems has been put into play in order to satisfy consumer demand as production gears up to its previous level. This may not qualify as an emergency request, but the situation is wreaking havoc in pt's life. Rptr urges the food and drug administration to determine whether irregularities exist in the production of medtronic minimed's quick-set infusion set for that co's paradigm insulin pumps. We had some terrible experiences with that improved replacement product. Apparently many other people had similar experience: the quick-set plus infusion set was recently the subject of a class 1 recall.